Event description:
It was reported that a 150 ml intravia container leaked an unknown drug from the seal between the IV tubing port and bag. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection was performed and no defects were observed. Functional testing was performed and a leak was noted between the tubing. Pressure testing was performed by connecting the set to the pressure gauge and submerging it under water and a leak was noted between the tubing. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.